Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Imaging confirmed there was no pe prior to the procedure. A watchman fxd curve access system (was) was advanced with a 20mm watchman flx pro closure device and delivery system (wds) and positioned at the laa then subsequently deployed then implanted. Transesophageal echocardiogram (tee) revealed a 5-9mm pe had formed in the right ventricle after implanting the closure device. The patients' vitals were stable, and the pe remained unchanged for 30 minutes. The procedure was concluded without further intervention, and the patient required an overnight hospital stay. No further patient complications were reported, and the patient was discharged home.